Event description:
Boston scientific crm received information that the patient contacted boston scientific patient services and stated he was experiencing presyncope symptoms, such as shortness of breath, difficulty carrying on a conversation and an increase in expressive aphasia. Technical services suggested contacting the patient's physician or seeking emergency medical attention. Later that day the patient's daughter contacted patient services and stated that the physician in the emergency room stated the pacemaker was pacing erratically. Unsuccessful attempts have been made to retrieve additional information. No additional information is available at this time.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.